Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels reaching over 500 mg/dl, and moderate ketone levels. The cause for elevated bg levels was unknown. Customer delivered boluses to address elevated bg levels. Troubleshooting with tandem technical support was performed, and the pump functioned as intended. Recommendation was made to discuss diabetes management with customer's health care professional.